Event description:
It was reported that the pump needed an interconnect board. No patient injury was reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump was chipped and cracked top case(front lower corners), right plunger case(on the side) and bottom case(l-bracket area). Error history log review found a system failure: battery depleted error. The customer's reported problem was duplicated during power up process. The root cause of the reported issue was found to be the interconnect board did not operate as intended. False battery depleted message keeps alarming even with a new fully charged battery. Actions were taken to mitigate the reported issue: replaced interconnect board and battery. Performed power up process and all functional tests which passed.